Event description:
Device 1 of 3; reference MFR number; device 2 of 3: 3006705815-2019-00663, reference MFR number; device 3 of 3: 3006705815-2019-00664. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.